Event description:
It was reported that the patient was experiencing pain and discomfort at the implantable pulse generator (ipg) site and was also having difficulty charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the implantable pulse generator (ipg) site and was also having difficulty charging the ipg. The patient underwent an ipg replacement procedure.